Event description:
This rv lead was implanted on (B)(6) 2003, and remains implanted as of this time. A call was received by technical services on (B)(6) 2017, stating that there was an episode detected as ventricular fibrillation that was clearly noise. It was also reported, further that there was a pause in pacing of 2.5 seconds. Noise was not reproducible. Clinician did not do deep breathing and valsalva maneuvers. Lead measurements were stable and no out-of-range lead measurements. Reviewed electrocardiogram and does look like myopotential oversensing. Patient does have sleep apnea and uses a continuous positive airway pressure (CPAP) machine. Clinician also measured signal amplitude of event and got values of 0.68 and 0.69 mv with sensitivity at 0.6 mv. No defibrillation threshold (oft) testing done at the time of implant and patient has not had any shock therapy. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).